Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had cracks on the upstream sensor tail pins, which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced. Additional information: (cracks), (low readings).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.